Event description:
The consumer was driving his chair to the store and all the lights on the joystick were allegedly flickering and the chair was driving erratically. No injury is alleged.

Manufacturer narrative:
No RMA has been issued for the return of this device. Invacare provides the following warnings and guidance when using the tdxsp found in user manual part no 1143190 rev I - 06/10 and accessed on the invacare website. It is unknown if the consumer read and understood the user manual prior to using the device. On page 11 it states: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. Procedures other than those described in this manual must be performed by a qualified technician." The dealer stated snow and ice caused the chair to drive erratically. The following warning is stated on page 13 - "warning [terrain, brakes, restraints] - do not operate on roads, streets or highways." The dealer has customized a shield built for the joystick connectors so that they are not affected by the snow and ice. It is unknown if the consumer followed the warning on page 97 - "warning [connecting the joy stick] the joystick connector and controller connector fit together in one way only. Do not force them together." Snow and ice [moisture] can affect the wheel chair performance. See page 26 warning: "invacare has tested its power wheelchairs in accordance with iso 7176 "rain test." This provides the end user or his/her attendant sufficient time to remove his/her power wheelchair from a rain storm and retain wheelchair operation. Do not leave power wheelchair in a rain storm of any kind. Do not use power wheelchair in a shower. Do not leave power wheelchair in a damp area for any length of time. Direct exposure to rain or dampness will cause the wheelchair to malfunction electrically and mechanically; may cause the wheelchair to prematurely rust or may damage the upholstery. Check to ensure that the battery covers are secured in place, joystick boot is not torn or cracked where water can enter and that all electrical connections are secure at all times. Do not use if the joystick boot is torn or cracked. If the joystick boot becomes torn or cracked, replace immediately." It is unknown if other the snow and ice were involved with erratic behavior. The consumer is instructed to follow the warnings below to mitigate erratic behavior: "page 18 warning [joystick - wheel locks - tires] do not use with a broken or missing joystick knob. Do not use if joystick does not spring back to the neutral position or becomes sticky or sluggish. Do not use if joystick boot is torn or damaged. Always check foam grips for looseness before using the wheelchair. If loose, contact a qualified technician for instructions. Do not attempt to stop a moving wheelchair with the wheel locks. Wheel locks are not brakes. Do not engage or disengage the motor locks until the power is in the off position. Do not use your wheelchair unless it has the proper tire pressure (p.s.I.). Do not over inflate the tires. Failure to follow these recommendations may cause the tire to explode and cause bodily harm. The recommended tire pressure is listed on the side wall of the tire." It is unknown if the consumer was using a cellular phone or was near a transmitter while on the street. On page 31 the following warnings for [safety] are stated - do not operate hand-held transceivers (transmitters receivers), such as citizens band (cb) radios, or turn on personal communication devices, such as cellular phones, while the powered wheelchair is turned on; be aware of nearby transmitters, such as radio or tv stations, and try to avoid coming close to them; if unintended movement or brake release occurs, turn the powered wheelchair off as soon as it is safe; be aware that adding accessories or components, or modifying the powered wheelchair, may make it more susceptible to emi (note: there is no easy way to evaluate their effect on the overall immunity of the powered wheelchair); and report all incidents of unintended movement or brake release to the powered wheelchair manufacturer, and note whether there is a source of emi nearby. Important information: 20 volts per meter (v/m) is a generally achievable and useful immunity level against emi (as of may 1994) (the higher the level, the greater the protection); this device has been tested to a radiated immunity level of 20 volts per meter. The immunity level of the product is unknown. Modification of any kind to the electronics of this scooter as manufactured by invacare may adversely affect the emi immunity levels.